Event description:
It was reported that a user experienced insulin cartridge leakage when pressing and holding at approximately 90 units during loading, and they had been connecting the adapter to the cartridge outside of the pump until corrected through education on proper setup; the user then restarted with new supplies and resumed insulin delivery without issue. No reported adverse clinical effects and no change in blood glucose. Outcomes included no medical intervention, no hospitalization, and successful continuation of therapy. Investigation included product use troubleshooting and user re-education regarding correct cartridge and adapter connection within the pump. Investigation of this case revealed user technique error leading to an improperly connected infusion set or cartridge interface, consistent with improper infusion set deployment or connector attachment. It was concluded, based on previously established findings for similar reports, that the cause was user error related to setup technique.